Event description:
It was reported that a warning message was displayed on the programmer that said "overheat". This occurred after 2 hours of continuous use of the programmer. Although it could be used without trouble after it had been cooled down, a request to check was made. Room temperature at the time was 24 degree celsius. The fans of the programmer were operating at the time of the warning message being displayed. The programmer has been returned for repair. There is no patient complication as a result of this issue.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the programmer was analyzed and no anomalies were found. (B)(4).